Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. There were several signs of abrasion along the lead body. In the distal part of the lead,the insulation was found rubbed through. This finding can be considered to be the root cause of the observation of noise as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, cuttings to the insulation of the lead were detected which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - only became aware of this explanted lead on (B)(6) 2015. This lead was implanted in a (B)(6) yr old male. Commentary states "lead had low level noise with sic count 30. This lead settled down and no further sic count. Lead removed with traction and showed no abnormal wear" at time of explant all lead electrical values normal and in range : r 7.6mv, p/s impedance 551 ohms; shock impedance 54 ohms; rv threshold 0.875@0.4ms the patient was having a generator change at time of the linox explant. There were no adverse patient effects reported for this lead.